Manufacturer narrative:
The device was returned to mmdg and evaluated for the free flow complaint. The pump did pass volumetric testing as well as 40psi back pressure test. The 40psi test is the test that checks for free flow. Mmdg was unable to replicate the free flow event or confirm the complaint. The pump is operating within product specifications. The pump will be returned to the user facility.

Event description:
The initial reporter stated that "while priming, pump free flowed by itself." This occurred during priming, prior to patient use. (B)(4).